Manufacturer narrative:
The customer's reported complaint that "the thermogard console (B)(4) displayed a tcmid:06 (ce post failure) error message during the initial setup" was confirmed during functional testing and review of the event logs. Troubleshooting the problem revealed a poor connection between the power distribution harness from the power supply and the cooling engine. One of the 48 volts pins of the p21/j21 connector was observed burnt as a result of not correctly placed pins into the connector or pins that were pushed back in the connector during assembly. Visual inspection of the thermogard console was performed, and no issues were observed. An event log data review was performed and showed a tcmid:06 error message, thus confirming the reported complaint. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The power distribution harness and connector need to be replaced to remedy the fault. Waiting for service approval for repair.

Event description:
During the initial setup, the thermogard console sn (B)(4) displayed a tcmid:06 (ce post failure) error message. No patient involvement.